Manufacturer narrative:
H6 - type of investigation - lens work order search: no similar complaint type events reported for units within the same lot. Manufacturer narrative - secondary surgical intervention to remove/replace/reposition the lens is identified in the labeling as a known potential adverse event following icl implantation. Claim# (B)(4).

Event description:
A healthcare professional reported that following an implantable collamer lens (icl) implantation procedure, the patient experienced pain and decreased vision. After examining it was noted that the lens had rotated. In a separate visit the lens was exchanged for a longer length lens but the problem did not resolve. This report is 1 of 2 total reports. Based on the information provided, the risk assessment for our product, and our experience, we have determined that the cause or contribution to the reported issue is not indicative of a manufacturing related issue or product deficiency. If additional information is received a supplemental medwatch report will be submitted.

Manufacturer narrative:
H6- health effect- impact code: 4629 to 4627- previous code not applicable, replaced but unknown if during the same surgery as when removal occurred. Claim # (B)(4).